Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the maxzero needleless connector experienced leakage. The following information was provided by the initial reporter: this is a report about leakage from an unknown site with the use of mz1000.

Manufacturer narrative:
Investigation results: a mz1000 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20055829. Further information provided by the customer indicates that the leakage was observed after approximately 7 days of infusion. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the production records for lot 20055829 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, without the complaint sample or additional information about the exact nature of the defect it is not possible to conclusively link this feedback to a specific failure mode.

Event description:
No additional information.